Event description:
Patient received a burn at the site of the grounding pad. Valley lab pad #7209687 was used. Biomed has no information on the actual site of the burn, size, severity or post-op care.